Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field d8. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is assumed that the device stopped working due to a coupler spring failure. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified procedure, the camera head had an image problem. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to damaged coupler spring. In addition to an image problem, additional evaluation findings are as follows: damaged connector and failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.